Manufacturer narrative:
Age at time of event - 18 years or older. Device is a combination product.

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the left anterior descending artery. A 3.50x16mm promus element plus drug-eluting stent was deployed to treat the lesion. However, an edge dissection on the proximal end was noted. One more stent was implanted to cover the dissection and the procedure was completed. No further patient complications were reported and the patient was stable.